Event description:
A customer contacted baxter's technical service center reporting a lot of air bubbles in all the lines during therapy on the home choice (hc). The technical service representative (tsr) had the hp cycle the power to load the set and remove the cassette to do a manual prime and then re-insert to start setup. The alarm repeated in prime. The tsr had the hp cycle power to press go to start. The tsr assisted the hp to restart therapy with new supplies. During follow up with the home patient (hp) on (B)(6) 2012 regarding the air in the tubing, the hp stated she saw air in the lines and after priming was able to continue therapy on the cycler. The hp contacted her peritoneal dialysis nurse (pdn) regarding the air in the lines. The hp stated she was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in tubing (without alarm) during the priming stage, where the home patient stated she had changed out the cassette before and there was a lot of air bubbles in all the lines. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.